Manufacturer narrative:
(B)(4). Batch #: u93h28. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. Investigation summary the device was returned with the tissue pad lifted to proximal side. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. No other anomalies were noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.